Event description:
An ophthalmologist reported that a pt developed blurred vision in the right eye in august of 1999 following cataract surgery performed in february of 1997. In october of 1999, the pt experienced a retinal detachment in the right eye. The intraocular lens was explanted. The surgeon reported that the explanted lens appeared white. He soaked the lens in saline and the whitish material disappeared. The relationship of the reported events with the intraocular lens is not known.

Event description:
Add'l info obtained from the reporting surgeon indicates that this event was not related to the intraocular lens. Other variables that may have contributed to the reported event were the pt's medical history and a complicated initial implant surgery.